Event description:
It was reported that the patient underwent CABG on (B)(6) 2009 and steel suture was used to close the sternum. The patient developed sharp chest pains in (B)(6) 2012 and it was found that several of the sternal wires had broken and the sternum had separated. On (B)(6) 2012, he underwent a surgery to replace the broken sternal wires. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.